Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped due to high threshold and dislodgement. During removal of tined rv lead, it appeared the lead became trapped in patients tricuspid chordal structure. Further attempts at removal would have put patient at risk for significant structural damage. Therefore, the physician elected to leave the tined lead an implant a new one capping off the old rv tined lead. Should additional information become available, this report will be updated.